Event description:
Procedure: gastric bypass. According to the reporter: the customer states that the patient had to be re-operated within 24 hours after stapling because of bleeding. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).